Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check and alarmed for membrane button error, an alarm that indicates communication failure in panel. Our field service engineer investigated the ventilator on site and according to information provided, the ventilator was discharged from the hospital. No further issues have been reported. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).